Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. We were informed that the device involved in the reported event was discarded at the user facility. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a surgeon in the (B)(6) indicated that a cutter from a bl5525wv disposable pack had become blocked during a vr procedure and the patient had suffered an iatrogenic retinal break. No other details were provided.